Manufacturer narrative:
As the device remains implanted, no investigation on the device can be performed. A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Imaging evaluation: summary: three four time-points available for evaluation: intra-operative angiogram dated (B)(6) 2020, post-implantation cta dated (B)(6) 2021, post-implantation cta dated (B)(6) 2021 and an angiogram dated (B)(6) 2021. According to the complaint description this patient was treated with a cook t-branch in the aorta, the sma was treated with a vbx-device and the celiac trunk and renal arteries were treated with begrafts. Angiogram images provided from(B)(6) 2020 appear to show a non-gore stent in the left renal artery. The stent and left renal artery appear to be patent. No imaging provided of actual device deployments. Post-implantation cta dated 3/08/2021 appears to show: the length of the stent in the sma appears to be ~68mm, by max length. Diameters within the stent appear to range from ~5.1mm ¿ 7.5mm. The non-gore device(s) in the right renal artery appears to be occluded. Post-implantation cta dated 11/01/2021 appears to show: contrast appears to be pooling outside the implanted devices in the aneurysm sac. Contrast is visible outside the implanted devices at a level ~37mm distal to the proximal stent that extends into the sma. Cannot rule out a type iii endoleak at the junction of the cook device and the vbx. Contrast appears to pool in the posterior sac as well as near the visceral segment stents. All areas of pooling contrast communicate with each other. Cannot confirm where the endoleak is originating. Again noted, there appears to be occlusion of the non-gore stent(s) that extend toward the right kidney. Intra-operative angiogram dated (B)(6) 2021 appears to show: there appears to be a sheath advanced in the aorta to the level of the proximal visceral stents and a wire advanced into the sma. There appears to be a catheter advanced from the sheath into the proximal aspect of a stent. During the 16:37:51 angiogram run, there appears to be contrast outside the implanted devices in the aneurysm sac. 16:43:53- there appears to be a wire advanced into the sma. 16:49:46- the wire and sheath in the abdominal aorta appear to be pulled back. 17:01:39- the sheath appears to be advanced again, to a level proximal to the visceral segment stents, and a catheter appears to be advanced forward out of the sheath. 17:02:34- the image appears to show an attempted cannulation of the sma. 17:04:45- the wire appears to cannulate the sma. 17:12:34- image appears to show a wire or possible catheter extending into the sma. 17:25:52- there appears to be flow in the sma distal to the catheter. 17:30:56- a non-deployed device appears to be advanced, in the sma, to the distal end of the previously placed stent. The proximal end of the device appears to be distal to the 3 radiopaque markers to the left of the device. 17:36:15- the non-deployed stent appears to be pulled back. The proximal end of the non-deployed stent appears to be proximal to the 3 radiopaque markers to the left of the device. 17:37:08- the stent appears to be deployed within the proximal portion and a bit proximal to the previously implanted vbx in the sma. 17:38:12- the sma appears to be patent. 17:38:12- the endoleak appears to be resolved on the final image received for evaluation. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an evar with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx-device). The aorta was treated with a cook t-branch, the sma with a vbx-device and the celiac trunk and the renals with begrafts. It was stated that the device was implanted in (B)(6) 2020 and that a follow-up investigation in march 2021 showed no anomalies. On (B)(6) 2021 a leakage in the sma was discovered. During the reintervention, when advancing the guidewire to the correct treatment area, the physician stated that he went through an existing hole in the membrane of the vbx-device with the guidewire. It is not known where exactly the hole is. Reportedly, the physician fixed the leakage by inserting a begraft inside the vbx-device.